Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an a1c of 9.1, vomiting, and elevated blood glucose (bg) levels; however, no specific bg value was provided. The customer reverted to an alternate pump to address bg levels. Reportedly, the pump was not properly delivering insulin. No further information was provided on the reported event.